Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. Upon evaluation the electrode belt failed an incoming functionality test. The cause for the failure was isolated to corrosion on the interconnect and distribution node to rear therapy electrode cables. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use this electrode belt did not report any deficiencies.